Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the transducer was unable to be advanced through the vizigo sheath. The report indicated that there was a white object inside of the vizigo sheath preventing the transducer from being able to be advanced through the vizigo sheath. The vizigo was replaced and the procedure continued with no further issues. No adverse patient consequence was reported.